Event description:
It was reported that the customer has experienced low blood glucose levels for the past four hours. The customer's parents felt that the insulin pump delivered 53 units of insulin in a two hour period. The caller stated that the insulin pump has not been exposed to high magnetic fields. The caller was not comfortable with the customer using the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.